Event description:
It was reported that revision occured due to pain. There was a 30 minute surgical delay associated with the procedure due to intra-op instrument failure (reported under pi (B)(4) ). Per risk manager, no adv consequences to the patient due to the surgical delay, however, a small fragment of the tip of the extractor was noted to have chipped off and may have been left in the patient.

Manufacturer narrative:
Corrections to concomitant medical products and device evaluated by MFR the reported event that unknown screw was alleged to have caused 'patient pain' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as x-rays, as well as the affected device must be available in order to determine the root cause of the complaint event. The root cause of the pain is unknown since not enough information about the case was provided. For instance, it is important to know in which anatomic area the device was implanted, know what was the condition it was supposed to treat, what was the patient activity post-op and so on. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that revision occured due to pain. There was a 30 minute surgical delay associated with the procedure due to intra-op instrument failure (reported under pi (B)(4)). Per risk manager, no adv consequences to the patient due to the surgical delay, however, a small fragment of the tip of the extractor was noted to have chipped off and may have been left in the patient.